Manufacturer narrative:
No sample was returned. Unable to review manual toothbrush for bristles falling out failure mode complaint trending for manual toothbrush was reviewed for the 13 months leading up to june 2021 and there is not an increasing trend for manual toothbrush bristles falling out failure mode. Continue to monitor via complaint reviews and complaint review monthly meetings. Cannot confirm complaint.

Event description:
Bristles fell out while brushing after only a few uses.